Event description:
The report from the affiliate indicated that: a pt underwent a procedure to the atrioventricular branch artery (av) with 54% stenosis. The de novo, 10.92mm, type b2 lesion was eccentric, bifurcated and tubular with no calcification or clot. A radial approach was chosen for this elective case. Predilation was done with a 2.25x18atm within 15 seconds. Postdilation was not done. Nine months later, the pt returned for follow up angiography and restenosis was observed inside the implanted cypher. There was 90% stenosis. The pt had no symptoms. The site was predilated with a 2.5x15mm balloon at 10atm for 4 seconds. Postdilation was not conducted. Residual stenosis was 0%. The pt was discharged two days later in stable condition.